Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported that patient faced event of two infusion set fell off during use. The event occurred within 1-2 days of use. The blood glucose level was 10.4 at the time of use. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.